Event description:
It was reported that the customer was in a vehicular accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 48 mg/dl. At the time of the report the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.